Event description:
Health care professional reported left side deflation. The device is explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported left side deflation. The device is explanted.

Event description:
Health care professional reported left side deflation. The device is explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on radius and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1; d.2; d.4; d.6b; d.9; g.4; h.3; h.6.

Event description:
Healthcare professional reported left side deflation. The device is explanted.